Event description:
Reportedly, on the follow-up on (B)(6) 2013, the programmer was switched on. A warning message was displayed stating about the programmer head position. Then the start-up procedure of the programmer had failed. One day later, the programmer could be used without any difficulty. An explanation was required.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.